Event description:
It was reported that the device was used during a lung wedge resection procedure. When the device was clamped on lung tissue and fired, no stapling or cutting were performed. The device did not cut or staple after the second reload was used. Due to the device malfunction and the fact that no other tsb45 was available, the surgeon had to convert the procedure to an open surgery.